Event description:
As reported by our european affiliate, during a transapical tavr procedure, balloon aortic valvuloplasty (bav) was performed, which resulted in severe aortic insufficiency (ai). Difficulties were encountered crossing the sapien 3 valve over the native valve, and the sapien valve was not deployed. Prior to the procedure, the patient specified that they did not want to be treated surgically for complications. Therefore, there was nothing else that could be done for the ai. The patient became hemodynamically unstable and ultimately expired. The patient autopsy confirmed a severely calcified valve, but cause of the crossing difficulties could not be determined. The physician indicated that the cause of the difficulties may have been calcification blocking the entrance of the annulus, despite the bav.

Manufacturer narrative:
These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate balloon inflation. During valvuloplasty there is no functional valve in the annulus since the balloon is opening the native valve in order to facilitate the prosthetic valve fixation afterwards. However, there may be difficulties crossing the native valve and therefore the valve cannot be implanted. This may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, incomplete bav, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers. However, in severe cases the device will need to be deployed in the aorta or removed from the patient through a new surgical incision. In this case, patient factors (severely calcified native valve and aortic root, and advanced age) likely contributed to the ai. Due to the patient¿s instructions concerning surgical intervention, no further treatment was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.